Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers reported to possibly be involved, but were not confirmed. The information for each lot number is as follows: d.4. Medical device lot #: 7309904. D.4. Medical device expiration date: 10/31/2022. H.4. Device manufacture date: 11/5/2017. D.4. Medical device lot #: 8059526. D.4. Medical device expiration date: 2/28/2023. H.4. Device manufacture date: 2/28/2018. H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that a difficult draw occurred during use with a 1 ml bd slip tip syringe with attached needle . The following information was provided by the initial reporter, "patient claims that syringe and needle provided in the kit for injection is horrible. Has trouble drawing up and states needles have previously come off syringe and got stuck in his leg." 1 of 2 complaints.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a difficult draw occurred during use with a 1 ml bd slip tip syringe with attached needle . The following information was provided by the initial reporter, "patient claims that syringe and needle provided in the kit for injection is horrible. Has trouble drawing up and states needles have previously come off syringe and got stuck in his leg." 1 of 2 complaints.